Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed with the customer that no further complaints had been received regarding the issue and that it had resolved on its own. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the login screen repeatedly logged off and returned to the main blue screen. Multiple reboots were required to reload the login screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.